Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was unable to increase his settings. The patient has stimulation/uncomfortable sensation at the site of the battery. The patient noted increased pain over the past couple of months. There were no external factors noted to be contributing factors to these issues. A connectivity test was performed which showed that two electrodes had bad connectivity (3 and 15 with 11 occasionally). Impedance measurements showed multiple high impedances (1, 3, 5, 11, 15). The manufacturer representative attempted to program around the issues; however, the patient still has uncomfortable stimulation at the implant site. The issue has not yet been resolved. Surgical intervention has not occurred, and it was asked; however, it is unknown if surgical intervention is planned. The physician has no further information regarding this event. There were no further complications reported.